Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings were incorrect. Reportedly, the customer entered in the wrong values for the pump settings. Tandem technical support assisted the customer with correcting the settings. Customer's blood glucose was 360 mg/dl.